Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The user facility reported that a patient had an impella 5.5 pump for support during cardiogenic shock. The impella 5.5 pump was supporting when the pump had "purge system blocked" alarms. The pump was troubleshot. No kinks were observed, the personal computer had already been replaced, and the team discussed tissue plasminogen activator being added to the purge. The pump remains on despite the high purge pressure.

Manufacturer narrative:
The impella device was not received from the customer as it is still in use. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿